Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that cross continuity testing failed. Destructive analysis was performed and there was visual inspection of the inner insulation. The breached insulation did contribute to the electrical complaints. (B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead there was difficulty finding a suitable stable position. There were high thresholds, high unstable impedances, and undersensing of p waves. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.